Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered multiple air detected in cassette messages during drain 3 of 5 of pd treatment. The patient¿s spouse discovered a fluid leak inside of the cassette door of their cycler on the cassette and in the pump module area after cancelling the pd treatment. The leak was discovered when the spouse removed the cycler set cassette from the cycler. In a follow up, the patient¿s spouse reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed. The sample was visually inspected and was found that the cycler set is acceptable and no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the testing timeframe. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. During the evaluation of the sample the reported event was not confirmed and the alleged failure stated in the complaint was not encountered. There was no problem detected therefore the event was not confirmed based on the sample evaluation, and a cause could not be established.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered multiple air detected in cassette messages during drain 3 of 5 of pd treatment. The patient¿s spouse discovered a fluid leak inside of the cassette door of their cycler on the cassette and in the pump module area after cancelling the pd treatment. The leak was discovered when the spouse removed the cycler set cassette from the cycler. In a follow up, the patient¿s spouse reported that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.